Manufacturer narrative:
The sodium electrode lot information was not provided. The alarm trace showed deionized water supply stop and abnormal sample probe aspiration alarms. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial result from module 2 was 156 mmol/l. The repeat result from module 1 was 141.6 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) replaced valves and assemblies, including the solenoid valve and the vacuum nozzle assembly. Qc was performed successfully. The root cause of the event was pre-analytical sample handling issues (poor sample quality leading to dilution vessel contamination and/or vacuum nozzle clogging). No product problem was identified.